Manufacturer narrative:
Other applicable components are: product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension. Product ID: 3708640, serial# (B)(4), implanted: (B)(6) 2014, product type: extension.

Event description:
The health care provider (hcp) reported via the company representative (rep) that the patient had a follow up examination. The patient was burned on the pocket due to recharging. When 2-3 minutes passed after completely charging the device on (B)(6), the patient felt an intense pain near the implantable neurostimulator (ins) on the right side. Afterwards for 2-3 weeks the patient experienced a sort of pain where it felt like electricity shot through the body several times a day. Also stated as an electric shock. The pain was noted to be intermittently abnormal. It has now subsided. When the physician checked the patient's chest, only the right ins area where the device was implanted was red and traces of color change. Photos were taken and then the resistance value was measured. No abnormalities were confirmed in the electrode which was currently being used. When the left and right ins implant sites were compared the area near the left ins, which did not have any abnormalities, was flesh colored with traces of sutures that were slightly visible. The right ins, which had abnormalities exhibited discoloration in the form of red specks near the sutures. The patient stated "there were spots which were much redder before, so even this has healed a lot in comparison." The physician commented, "there doesn't seem to be any infections." The physician asked the patient if the stimulation should be stopped, but the patient tried turning the switch off, and the trembling was severe; so the stimulation should not be stopped. So it was decided to continue stimulation despite the risks. The device settings were: 3.3v, 150pw, 800-2000ohms, 90 rate, unipolar, 2+1-, usage 24hrs/day. No x-ray was taken. It was unknown if the issue was resolved at the time of this report. The severity was considered severe. The patient was alive with an injury. There was possibility of scald; burn. The indication for use included meige's syndrome.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep reported two months later that the patient felt tingly feeling during recharging the ins. The physician doubted something wrong with the ins, but wanted to make sure the recharger doesn't have any problem.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.